Manufacturer narrative:
(B)(4). Product was returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed 0 vdc. Share log review: no pairing failed found in the log within the investigation window. Observed transmitter error in the cloud.

Event description:
The complaint states that a pairing failure was reported. Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc. A review of the share log was performed. A pairing failure was not found in the log within the investigation window but a transmitter failed error was observed. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Catalog number: stt-oe-001.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed due 0 vdc. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.